Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Implant date for ins and lead confirmed. It was confirmed that the device was turned on (B)(6) 2025, when the painful areas were re-mapped and he was given a high frequency setting.

Event description:
Additional information was received from the study. The patient was reviewed on 19-feb-2026 and two contacts were out of range, what ones not specified, and these were part of the program that was running. They were reprogrammed again on this date and scheduled for review in april 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device diagnosis was high impedance and the clinical diagnosis was loss of efficacy. The patient stated that he was very satisfied with device therapy but felt it wasn't as effective as it once was as of (B)(6) 2025. At the appointment on (B)(6) 2025 they also reported that therapy was not as effective as it use to be; lack of efficacy. Impedances were checked and contact 13 was out of range. This was in use at the time. On interrogation on (B)(6) 2025 it was also found that the device had been off since (B)(6). The device was turned on, and his painful areas were re-mapped and he was given a high frequency setting. Interventions were noted that therapy was suspended (B)(6) 2024 and therapy resumed (B)(6) 2025, and that the device was reprogrammed (B)(6) 2025. Etiology was noted as a causal relationship of the event to the device or therapy while not related to the implant procedure and the device was listed as the lead. The outcome was listed as ongoing. Age at consent was 69.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; g2: the country of the event is gb h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.